Event description:
Case number: (B)(4) - mps (B)(6). Reported unable to connect to robot error and failed bypass. Update: case type: pka. Surgical delay: "20 mins approx. Issues noticed before patient entered or. Patient was being anaesthetised at the time". Was the patient under anesthesia at the time of the issue? "Yes." Was the case cancelled? "Yes." Was procedure completed successfully? "Not robotically." Was procedure completed manually? "Yes, triathlon tka."

Manufacturer narrative:
Mps reported unable to connect to robot error and failed bypass. Device evaluation and results: per (B)(4): successfully replaced (pn#207335) ndi spectra camera on rob519 at hopsital . Replaced due to camera not functioning at all with solid orange fault light illuminated. No other issues observed or further action required. System investigation completed successfully as per service manual. All system checks and tests passed. Product history review: a review of the DHR associated with p7-15105 found quality inspection procedures successfully passed. Complaint history review : a review of complaints in catsweb and trackwise related to p/n 207335, serial number (B)(6) shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4): mps (B)(6) reported unable to connect to robot error and failed bypass. Update: case type: pka. Surgical delay: "20 mins approx. Issues noticed before patient entered or. Patient was being anaesthetised at the time". Was the patient under anesthesia at the time of the issue? "Yes." Was the case cancelled? "Yes." Was procedure completed successfully? "Not robotically" . Was procedure completed manually? "Yes, triathlon tka."